Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo pump for the reported condition of, ¿flow error was large during testing.¿ was performed. The unit was triaged and the complaint could not be confirmed. The unit¿s flow volume error was within the acceptable range. Kangaroo pump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 04/01/2016. An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 the customer experienced an issue with an enteral feeding pump. The customer states that the flow error was large during testing. There was no patient involvement.